Event description:
The etiology was later updated. The etiology indicated the event was related to the device or therapy and unlikely related to the implant procedure.

Event description:
The etiology was later further updated. The etiology indicated the event was related to surgery/anesthesia and the implant procedure but was not related to the device or therapy. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had increasing pain in the neck and shoulders despite increasing the daily dose of intrathecal medication. On (B)(6) 2013, the patient was administered an intrathecal opioid injection which resulted in complete resolution of pain. The etiology noted no relation to the device or therapy and unlikely relation to the implant procedure. The catheter was replaced on (B)(6) 2013. The event resolved without sequelae on (B)(6) 2013. The medication used within the system was fentanyl.

Manufacturer narrative:
(B)(4).